Event description:
It was reported that review of the electrogram (egm) found intermittent loss of capture (loc) on both the right atrial (ra) and right ventricular (rv) channels. It was further noted that the ra impedance measurement was at 561 ohms one day post implant, then made a sudden drop to 360 ohms over one month later. The lower impedance measurement stayed for 10 days and then suddenly increased back to 560 ohms. The rv lead showed a similar pattern on the same days. One day post implant the impedance measurement was 613 ohms and then suddenly decreased to 341 ohms for 10 days. The impedance then increased back to 515 ohms. The ra lead threshold measurements were also variable. There was an increase from 0.4 volts to 2.3 volts and then decreased to 1.3 volts. Technical services (ts) was consulted and suggested investigating both leads along with taking an x-ray. The clinic was contacted by the local field representative. Additional information was received that the patient was brought into the clinic and testing confirmed intermittent capture on both the ra and rv leads. The cause of the loc remains unknown. The ra lead's output was slightly increased, while the rv lead's output was considerably increased in order to provide appropriate safety margins. A revision procedure would be scheduled in the future. At this time both the ra and rv leads remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.